Event description:
During a tavr procedure using a 29mm sapien 3 resilia valve via transfemoral approach, the delivery system (ds) was unable to advance with valve through the iliac. The implanter was able to remove first valve without complication and tried to make adjustments to improve the chances to advance the second valve through the iliac but was not able to advance. During the attempt to remove the second valve and delivery system from patient, the valve strut poked out of the sheath and tore the right external iliac and got stuck in the common femoral and it could not be removed from the patient. As a result, a vascular surgeon was called and had to surgically remove the valve from the patient and perform a fem/fem bypass. The surgery was a success and patient was removed from room and transported to ICU.

Manufacturer narrative:
The investigation is ongoing. Voluntary medsun number: (B)(4).

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-17497 and 2015691-2023-17182. Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. The 16fr esheath plus was returned for examination and the reported events were confirmed through evaluation of the returned device. A visual examination found multiple kinks on the sheath shaft, split distal tip, partial liner delamination, a bent valve strut protruding through the sheath shaft and three outflow bent valve struts protruding through the sheath liner, strand of patient tissue attached to the outflow of the bent struts, multiple liner tears present at the site of the crimped valve, and a liner strand present 6" inches from the distal tip. Due to the nature of the complaint engineering could not perform functional testing or dimensional analysis. The following instructions for use (IFU) were reviewed: esheath plus, device preparation manual, and procedural training manual. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. An existing technical summary captures the root cause analysis for complaints evaluated for resistance with the delivery system and valve frame damage as a result of increased push force. The root causes identified in technical summary were reviewed and the following were identified as applicable to this event: tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. Per evaluation of the returned device, the sheath shaft was curved, twisted, and had multiple kinks. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Per evaluation of the returned device, scratches were observed on the sheath shaft. The presence of the above factors can create a challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath. It is possible that additional device manipulation to overcome the resistance may be applied during the procedure resulting in damage to the sheath. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve catching onto the sheath hdpe and/or liner and lead to damage, such as the observed sheath puncture, liner tear, and liner strand. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and the sheath. Vessel calcification and/or tortuosity can exasperate the interaction between the crimped valve and sheath. Sharp calcified nodules can directly weaken the sheath shaft making it more susceptible to damage as the delivery system with crimped valve is advanced through. Tortuosity can subject the sheath to suboptimal angles that can lead to shaft kinks. Excessive manipulation can lead to sheath shaft damage (i.e. Kinks, tip damage) if compounded with vessel calcification and/or tortuosity. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or non-conformance associated with this issue. There are several 100% in-process inspections (visual) performed in the manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. In addition, an assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. The complaint for distal tip split was confirmed through evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, there was "inability to advance delivery systems with valve through the iliac. During the attempt to remove the second valve and delivery system from patient, the valve strut poked out of the sheath and tore the right external iliac and got stuck in the common femoral and it could not be removed from the patient. As a result, a vascular surgeon was called and had to surgically remove the valve from the patient and perform a fem/fem bypass. The 2nd sheath had a puncture but not sure exactly where the puncture was located, the 2nd valve had a bent strut on the outflow side. Both systems never exited the tip of the sheath, and the devices were not played with on the back table." During the evaluation of the returned device, the sheath shaft was observed to be curved, twisted, and kinked in multiple locations, suggesting the use of excessive device manipulation. The distal tip was observed to be split. Scratches were observed on the sheath shaft, suggesting contact with access vessel calcification. It is possible that sharp nodules of calcification may have contacted the sheath tip during the advancement or withdrawal of the sheath in the vessel and led to the observed tip split. In this case, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (excessive manipulation, valve caught on sheath, valve caught on liner) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. This issue has been previously identified in product risk assessment (pra)